Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 393 mg/dl. The customer experienced nausea and dehydration as well. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir and no delivery alarms in the alarm history. The insulin pump passed the prime test. However, during the high pressure test, the insulin pump went into the suspend mode. Advised the customer that this was very odd, and advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.